Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID 2134265-2014-01744. (B)(6) clinical study. It was reported that a chest pain, myocardial infarction (mi), vessel jailing and death occurred. In (B)(6) 2012, the patient presented with stable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was a 2.5 x 12 mm, de novo, 90% stenosed target lesion located in the 2nd obtuse marginal (om) branch and was treated with pre-dilatation and placement of a 2.75 mm x 16 mm iom stent. Following post dilatation, residual stenosis was 0%. The second target lesion was a 3.0 x 12 mm, de novo with 80% stenosis located in the proximal circumflex (cx). The lesion was treated pre-dilatation and placement of a 3.00 mm x 12 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain, initiated therapy for treatment of unstable angina. The patient's troponin values were found to be elevated and an event of non-st elevation mi was noted. One day from the event, the patient was hospitalized. Coronary angiography was performed. The 99% ostium stenosis in 1st om branch which was jailed by the study stent which was treated with balloon angioplasty. Following post dilatation, residual stenosis was 20%. In addition, medication was also given to treat this event. One day post procedure, the event was considered resolved without residual effects and the patient was discharged. In (B)(6) 2013, the patient had myocardial infarction. Electrocardiogarm (ECG) was not performed. Subsequently, the patient expired at home on the same day. Per death certificate, the primary cause of death is myocardial infarction.